Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced without the robot.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the misplaced implant occurred due to a merge shift caused by low image quality and artifact that obscured the desired anatomy. The pre-operative merge can be impacted by factors such as quality of the pre-operative CT, quality of the fluoroscopic images and patient anatomy. Investigation of the case logs show that the patient's anatomy, such as pedicles and endplates, is difficult to identify in the fluoroscopic images due to the low level of contrast in the images as well as the presence of shadows and other artifacts. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to revise the implant with a competing product. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.